Event description:
Patient presented back to the physician with wound dehiscence at the neck incision. Physician suspects the patient is allergic to the sutures or components and the body may be rejecting the components. Physician brought the patient into the or and removed the remaining components, the stimulation lead and sensing lead.

Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or and removed the ipg and capped the remaining leads.